Event description:
It was observed that during the device evaluation, the duodenovideoscope distal cover and forceps holder were burned, and the light guide lens adhesive joint was peeling off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and reportable malfunctions were found. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the device tip burns: a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.